Event description:
It was reported that during an rmt a-fib procedure, a perforation occurred. Pericardiocentesis was performed. The physician believed that the perforation happened during the mapping phase since the physician struggled manipulating the lasso catheter. The physician stated that the lasso got stuck and had to pull out. The physician's opinion regarding the causality of adverse event is possible device related and procedure related. The patient baseline before the procedure was healthy. The patient prognosis was reported as improved. The patient stayed at the hospital until next day.

Manufacturer narrative:
(B)(4). It was reported that during an rmt a-fib procedure, a perforation occurred and a pericardiocentesis was performed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested. The device was recognized and visualized by carto system, it also passed electrical, temperature and generator tests and all ports were flushing properly during irrigation test. Since the catheter passed specifications, the root cause of the perforation remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: unknown cool flow pump: us catalog #: cfp002, serial #: unknown. Reprocessed acunav catalog and lot # unknown. (B)(4).